Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device change out procedure. The atrial lead exhibited noise causing inappropriate mode switching. The lead remained implanted. There were no adverse consequences to the patient.